Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins was not holding a charge. It was also stated that the ins could not be interrogated with the external devices. The hcp stated that the patient is having the device replaced next week. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's ins had been over discharged for about the last 6 months. The battery was pulled out of over discharge on (B)(6) 2017 and the patient was able to charge the battery normally for five hours until it was up to 100%. The next morning on (B)(6) 2017, the clinician programmer showed that the battery was depleted. A power on reset (por) message was displayed. It was reported that they were able to charge the battery with normal charging. It was reported that the ins was still not holding a charge for more than part of the day on (B)(6) 2017. No mention was made of the device replacement that was mentioned in the previous report. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.